Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B) (6), 2010 at 3pm. To manage her diabetes, the pt self adjusts her lantus and humalog insulin. As a result of the reported issue, the pt tested on another device the following day at 5am and received a blood glucose reading of "192 mg/dl". Per cca documentation, at the same time the pt took 20 units of lantus and 2.9 units of humalog. Fifteen minutes later the pt retested and received a blood glucose reading of "207 mg/dl". The patient also indicated she decreased her carbohydrate intake at an unclear time on (B) (6), 2010. The patient denied developing any symptoms as a result of the reported issue. At the time of troubleshooting, the cca verified that the subject meter did not turn on with the power button and /or test strip. The cca also noted that the patient had already replaced the batteries in the subject meter. Replacement products were sent to the patient. Based on the info provided, this complaint is being reported due to unresolved power issue. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. The pt denied developing any symptoms because of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.